Event description:
It was reported that the patient fell, and the lead warning triggered. The device subsequently measured rising/high impedances on the right ventricular (rv) defib coil. The device was explanted and replaced, and further measurements indicated lowered impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:05. Programmer s2d file (B)(4) data shows an alert for rv lead defib impedance "rv defib lead impedance 102 ohms" on (B)(6) 2012 21:00:05. The device was returned and analyzed. No anomalies were found.